Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a paroxysmal supraventricular tachycardia procedure, an air leak was noted. After the sheath was inserted through the femoral vein, air was aspirated from the three-way stopcock. While aspirating blood when holding the hemostasis valve with a hand, no air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.